Manufacturer narrative:
It was reported that patient underwent mesh removal on (B)(6) 2016 by dr. (B)(6) at (B)(6) surgery center due to mesh erosion. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced discomfort.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 6/19/2019.